Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, multiple high ventricular rate episodes were noted on the egm due to right ventricular lead exhibited noise oversensed with pacing inhibition. Programming changes were performed. The patient was stable.